Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a proultra surgical #2 pack tip broke during use. No injury occurred.

Manufacturer narrative:
Customer returned 1x pusurg2 lot 0000228932 in an autoclave bag. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power setting was being used at time of breakage. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. No unopened product was returned for additional testing DHR : nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.